Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject guidewire was noted to be kinked/bent. The guidewire distal end was noted to be broken/fractured and stretched approx. 199cm from the proximal end. The functional inspection was not required. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire tip stretched was confirmed during the device analysis. The device failed to meet specifications when returned based on the damage noted to the device. It was reported that during the process of using a guidewire to guide a microcatheter into the aneurysm sac, the physician noticed that the feedback capability at the tip of the guidewire weakened. Upon withdrawal and inspection, it was found that the guidewire tip had stretched. Additional information received indicates that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was not tortuous. The same microcatheter was used to finish the procedure. The device was returned for analysis, and it was found that the distal end of the guidewire had been fractured and stretched. There was some kinking noted to the proximal end of the guidewire. The fracturing and stretching noted to the distal tip of the guidewire is indicative of difficulties experienced during navigation of the guidewire to the target site either anatomical or procedural, causing fracturing to the nitinol tubing and the subsequent stretching during removal of the wire from the anatomy. An assignable cause of procedural factors will be assigned to the reported guidewire tip stretched and to the analyzed guidewire kinked/bent, guidewire distal tip broken/fractured during use and guidewire distal tip stretched, as the issue is associated with a product that meets company¿s design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the subject guidewire was used to guide a microcatheter into the aneurysm. The physician noticed that the feedback capability at the tip of the subject guidewire was weakened. Upon withdrawal and inspection, it was found that the subject guidewire tip had stretched. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. The subject device was returned for analysis and the device investigation revealed that distal end of the guidewire had been fractured. No clinical consequences were reported to the patient due to this event.